Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left coronary artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was good.